Event description:
Hcp reported there was a tear in the connector only. The device was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.